Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. MRI tech reports the patient (pt) said his device is "at end of service and hasn't worked in many years." Technical services (ts) realized after the call ended that this should be an sr because the implant date is (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.